Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of diabetic ketoacidosis. The reporter stated that his blood glucose had been high the day before the hospitalization, around 500 mg/dl. On the day of the hospitalization, he woke up feeling ill. He went to the hospital where upon admit his blood glucose was 323 mg/dl. He was treated with IV fluids, and insulin. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.